Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) over 600mg/dl. Contact believes the source of the high bg and dka was customer negligence to monitor bg levels. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Reportedly, the customer was going in out of consciousness and had dehydrated veins/arteries. The customer was given an IV of insulin to treat bg and dka. Customer was still in hospital during time of call to tandem technical support. Multiple follow up attempts were made, however, the customer did not respond to follow up attempts.